Event description:
It was reported that the rv lead was explanted due to steadily increasing impedance up to 2650 ohms. No patient complications were reported as a result of this event. The patient reports that this lead was fractured and had to be replaced.

Manufacturer narrative:
Other text : it was reported that the rv lead was explanted due to steadily increasing impedance up to 2650 ohms. No patient complications were reported as a result of this event. The patient reports that this lead was fractured and had to be replaced. No conclusion can be drawn. Impedance, high lead(s), fracture of.